Event description:
A report was received that the pt was explanted due to myelopathy which caused tingling in the arms and hands due to the lead. The pt's spinal cord is too narrow to hold the lead and was putting pressure on the spinal canal. The pt was doing well after the procedure.

Manufacturer narrative:
The explanted ipg will be returned to bsn while the explanted paddle lead and extensions were discarded by the medical facility.